Event description:
A medtronic rep reported that the surgeon was accurate externally, but inaccurate internally. Surgery continued using the system with no negative impact to the pt.

Manufacturer narrative:
The device has not been returned to the MFR.